Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the increase pacing impedance measurements or high threshold measurements.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that a surgical revision was later performed. During the revision, the physician noted that when the device was explanted, the device header was fractured. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range right atrial (ra) impedances and increased atrial thresholds. It was questioned if this could be the result of the subpectoral implant 2009 ((B)(6) 2009) advisory as this device was implanted subpectorally. Boston scientific technical services (ts) discussed that this was most likely a lead issue as there was only an issue with one of the patient's lead measurements. The atrial lead was subsequently turned off as the patient rarely required the atrial lead for pacing. No adverse patient effects were reported.